Manufacturer narrative:
H3: product analysis of s/n: (B)(6) found that power management pcb was faulty. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h3: product analysis of s/n: (B)(6) found that connector broken. Loose pins on afe pcb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the system is having a hard time connecting to wifi. Restarted the whole system not recognized when docked, wireless only when plugged in. User charge when docked to restarted the whole system not recognized when docked, wireless- doesn't connect. User did wired the pi box and started and finished the case with no delay .no patient involved.